Event description:
It was reported to philips that the ECG leads display an error when a test is run.

Event description:
It was reported to philips that the ECG leads display an error when a test is run. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that the therapy port and process pca board required replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time.